Event description:
It was reported that impedance was >40,000 ohms on some bipole pairs when tested at 3v but others were in the normal range of 700-1000 ohms. The caller observed that the patient¿s back would ¿twitch¿ and this was taken as evidence that stimulation was being delivered. This was a new implant and insertion of the lead was unremarkable and ¿very easy.¿ the elevator was used to create space for the lead. The caller did not believe a new lead or implantable neurostimulator (ins) would resolve the issue. The plan was to ¿close¿ the patient and allow for recovery. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, implanted: (B)(6) 2013, product type: lead. (B)(4).